Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed due to the strip magnet being removed from the drawer assembly. The field service engineer (fse) had inspected the drawer and verified the issue. The fse found that the magnet strip had been removed from the drawer, pulled the drawer out of the cabinet, reinstalled the magnet strip, and repeatedly tested the drawer. The fse tested the drawer in the application and confirmed the issue was resolved and the drawer was fully functional. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the hardware failure was caused by a broken metal rod from the drawer. A long metal rod had fallen off inside the pyxis, causing all pockets not to open, and the drawer did not close unless the power was turned off, after which it could be closed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.